Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to perform functional test due to blank display. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, reservoir tube cracked, cracked lcd window and corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump cosmetic damage. The customer¿s blood glucose was 6.7 mmol/l at the time of the incident. It was reported that they lost the battery cap. It was reported that there were scratches on the display screen. The insulin pump was returned for analysis.